Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The medical device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time international normalized ratio (inr) (extended) result was obtained on a patient sample on a sysmex cs-5100 system (serial number: (B)(4)) using dade innovin reagent. The sample was also run at same time for prothrombin time (pt), prothrombin time percent (pt%), and inr, but the system did not yield numeric results. The same sample was repeated for pt, pt%, and inr on an alternate sysmex cs-5100 system (serial number: (B)(4)) using thromborel s reagent, resulting lower. The same sample was then repeated twice for pt, pt%, and inr on the first sysmex cs-5100 system (serial number: (B)(4)) with dade innovin reagent, all resulting lower. The second repeat inr result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time international normalized ratio (inr) result.